Event description:
A patient was taken to the or (operating room) for induction of general anesthesia, when pushing medications the IV line broke off in two parts and medications and IV fluids spilled to the floor. A second IV (intravenous) tubing was flushed and hooked to the pt (patient). New induction medications administered and the pt. Was successfully intubated. Surgery proceeded uneventfully. This is the second incident in a week with similar IV tubing.